Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 27-feb-2020 and inspection of the unit was performed on 02-mar-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, segment steel braid cut, distal cap/ case cracked, failed wet leak test, failed dry leak test, bending rubber pinhole, insertion tube gauge/dig at stage 1, operation channel- primary mild resistance. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: o-rings and seals, bending rubber, distal case/cap. The video duodenoscope is pending repair and final qc approval as of 03-mar-2020.